Manufacturer narrative:
Customer changed exhalation filter. Expiratory filter.

Event description:
The customer reported when the ventilator was powered on, it would alarm occlusion safety valve open (svo). The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician recommended the customer replace the exhalation filter. The customer replaced the exhalation filter and the ventilator powered up with no further svo alarming, indicating a likely occlusion of the exhalation filter. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breath through the system. When the safety valve is open, it is accompanied by an alarm and a message in the display. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message. This is being reported as MDR due to user error in maintenance contributing to the event, which would be likely to cause or contribute to a death or serious injury if it were to recur. Filter replacement must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve.